Event description:
It was reported that an asymptomatic patient presented remotely via merlin@home transmission. Review of the transmission revealed the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post-paced t wave over-sensing. No intervention or adverse patient consequences were reported.